Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The insulin pump was received with minor scratches on lcd window and case. The insulin pump was received with cracked battery tube threads. No black screen or shutting off on it's own anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer reports of not being able to find drive support cap. Customer's blood glucose was 145 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.